Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens. Lens was removed with no pt injury. No enlarged incision or sutures. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Results - visual inspection of the returned product showed the lens optic was torn off and missing, returned only the haptics.